Event description:
The pt was implanted with prosthesis on 3/13/95. Subsequently the physician noted that the device had migrated and was beginning to wrinkle and the physician removed the device. The manufacture will request the return of the device for evaluation purposes and will continue its investigation of this occurrence. This report was submitted to the FDA pursuant to new "MDR reporting guidance for breast implants" (mentor effective date, feb. 10, 92). Any perceived increase in frequency of events is related to the filing of reports for events, which were previously not MDR reportable events per 21cfr803.